Event description:
It was reported that the left ventricular lead was not capturing at maximum output and impedance and sensing had decreased due to dislodgement. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.